Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was implanted. On (B)(6) 2015, the valve was explanted due to endocarditis. A 21 mm tissue valve from another manufacturer was implanted as a replacement in the aortic position. A concomitant tricuspid valve procedure was performed where a 31 mm sjm epic valve was implanted. Bacteriological testing of the explanted valve revealed a staph epidermidis.